Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 valve, the delivery system balloon ruptured during valve deployment at the end of full inflation. There were no difficulties during tracking along the vasculature. Upon further review of valve deployment, the flex catheter was noted to have migrated above the balloon.  It was questioned that the interaction between the flex catheter and the balloon may have contributed to the rupture.  Per physician, the flex catheter pinched the balloon on deployment. The devices were removed without issues.  The patient was stable post procedure.

Manufacturer narrative:
Update sections d10 and h3.  Correction to section d4.  The commander delivery system was returned after use in the procedure. The delivery system was in locked position, half of the fine adjust was used and loader cap was over the flex shaft. Kink was observed on flex shaft at 19¿ from handle due to packaging. The returned delivery system was visually inspected, and the following was observed: longitudinal radial burst(j-hook) observed; x-ray of the handle was taken with no abnormalities observed with the locking mechanism.  Dimensional inspection was performed, and the single wall thickness was measured along the edges of the burst location.  All measurements met specification. During the evaluation, the delivery system was pulled to the valve alignment marker and locked. The delivery system was able to be locked without any abnormalities noted. Full valve alignment was able to be achieved without any resistance noted. During manufacturing, the balloons are 100% inspected for any defects. The commander delivery system is 100% leak tested. Additionally, the work order underwent product verification testing as a requirement for lot release.  All testing passed specification. These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for balloon burst. A review of complaint history from september 2019 through august 2020 revealed additional similar returned complaints for the commander delivery system (all models and sizes) for balloon burst. The complaints were confirmed, but no manufacturing nonconformities were identified during the evaluation. Available information suggests that patient procedural factors may have contributed to the complaint events.  A review of the complaint history revealed that the complaint occurrence rate did not exceed the control limit for the trend category. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed from visual inspection of the device and the provided imagery. The complaint handle balloon lock- unable to lock was not confirmed. However, a manufacturing non-conformance was not identified during the evaluation. Dimensional measurement of the inflation balloon single wall thickness was within specification. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per report, ¿the flex catheter was definitely locked after pulled back to the triple markers. However, on review of the deployment, the flex catheter had migrated to just above the balloon¿. However, the returned device functional test was performed and able to lock and unlock the balloon without any difficulty. As per the available information a definite root cause was unable to be determined at this time. Per report, the patient had significant degree of calcification in the annulus and leaflets. While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, calcification in the aortic annulus can compromise the structure of balloon wall, even at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, if the flex tip is over the inflation balloon during thv deployment, the balloon will not inflate properly, potentially leading to the burst. Available information suggests patient factors (calcification) and procedural factors (flex tip not retracted during deployment). Since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did not exceed the applicable complaint control limits, a product risk assessment escalation and a corrective/preventive actions are not required.